Manufacturer narrative:
(B)(4). The astato xs 40 guide wire was returned for evaluation. At approximately 13mm distal to the mid solder (set at 15mm from the tip for the purpose of fixing the coil wire onto the core wire), both the core wire and the coil wire were found fractured. The fracture end of the coil wire was found twisted and had a flat fracture surface, indicating accumulated torsion had caused the coil fracture. For observation purposes, the coil wire was removed to expose the underlying core wire. The fractured end of the core wire was found helically split, indicating the core fracture was most likely attributed to torsion applied when the core wire was bent. Measurement of the returned guide wire suggested that both the core wire and the coil wire were fractured at approximately 2mm from the tip. The tip segment was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that the torsion generated with torquing manipulation had most likely contributed to the tip separation. The applied stress would accumulate and exceed the product design limit when the tip was bent and being caught by the lesion, fracturing the core wire and the coil wire. It was concluded that this event was not attributed to product quality. As the returned guide wire had a missing part, it was unable to completely rule out a possibility that the separated tip could be left in the patient. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that a percutaneous peripheral intervention (ppi) was performed via distal puncture to treat a heavily calcified chronic total occlusion (cto) in the anterior tibial artery (ata). An asahi astato xs 40 guide wire was advanced to the bifurcation of the ata and the posterior tibial artery (pta) with the support of an asahi corsair armet microcatheter. It was difficult to cross the lesion with the astato xs 40 and the wire tip looked like detached on angiogram. The astato xs 40 was then removed from the patient. Revascularization was abandoned and the procedure was terminated. The physician commented that tip separation could not be determined when checking the astato xs 40. There were no adverse patient effects related to this event and the patient was fine without problem after the procedure.